Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Evaluation summary: the device was returned for analysis with the inner and outer members separated. The reported difficulty to remove (protective sheath) was not confirmed due to the condition the device was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove (protective sheath). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation and before use, the protective sheath could not be removed from the xience prox 3 x 15 mm stent delivery system. Another xience prox stent delivery system was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Device analysis revealed the outer and inner members were separated. The device was returned separated in two pieces.